Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl; cause was unknown. Reportedly, a correction injection was delivered to address bg. Customer mentioned they experience nausea, but no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.